Manufacturer narrative:
Device evaluated by MFR.: the synergy xd mr ous 2.50 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found that stent struts were pulled distally at the proximal end of stent. The undamaged stent outer diameter was measured, and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 07-oct-2021. It was reported that crossing difficulties were encountered. The 84% stenosed target lesion was located in the severely tortuous and severely calcified distal left circumflex artery. Pre-dilatation with a 2.0x20 mm maverick balloon catheter was performed. A 2.50 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion. The procedure was completed with different device. No patient complications were reported. However, device analysis revealed stent damage.